Manufacturer narrative:
The device was returned to the service center for evaluation. A visual inspection was performed on the received condition of the scope bending section adhesive and found missing pieces of the adhesive on the distal end side which confirmed the users¿ reported complaint. A closer evaluation was performed under a microscope, found separation of the adhesive from the bending cover. Due to the chipped-off, missing and separation of the adhesive, the device was tested for sharpness with the use of a cotton pad. The cotton pad was wiped over the entire distal adhesive and there was no cotton lint catching on the surface. The insertion tube side adhesive was also inspected and found normal wear (scratches) with no missing pieces of the adhesive. The objective lens adhesive was inspected under the microscope and found no missing portion; adhesive was still intact. In addition, the biopsy channel was brushed and there are no debris observed exiting out from the channel opening at the distal end. A review of the service history of the scope was performed and the scope was last returned for service back on (B)(6) 2020 for a complaint of ¿ failing leak test¿. During the service event, the leak was due to a hole in the bending section cover and the bending section adhesive was found with cracks. These repairs were not related to positive patient or scope cultures. The "black plastic piece" found in the patient was likely from the device. Therefore, the reported event could be confirmed as there was damage and missing pieces of the bending cover adhesive observed during the inspection. The most likely cause of the reported event was due to lack of maintenance.

Event description:
Olympus received a complaint stating the during a clean out bronchoscopy procedure, a piece of a black plastic was found in the patient. The clean out procedure was performed after an endobronchial ultrasound (ebus) case was performed on the patient using a different scope. The ebus was initially being performed for a separate reason and the patient had no symptoms related to the foreign body neither before or after the case. The foreign material was removed during the clean out bronchoscopy. The foreign object was tested and the results of testing identified the object non-human tissue. The patient had no complications or injuries after the procedure was completed. The patient did not require any follow up treatment as it relates to the foreign material. This complaint captures 1 of 2 complaints related to the reported event.